Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using an antigen test and the results were positive. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: " problem description: customer recieved negative from our test but two postive tests from an antigen place. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) has been used as a default.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 1333121; d4. Medical device expiration date: 2022-05-25; h4. Device manufacture date: 2021-12-07. Initial reporter facility name: (B)(6). H.6. Investigation summary this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 1333121, ¿had a negative result however was positive from outside test site.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using an antigen test and the results were positive. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: " problem description: customer recieved negative from our test but two postive tests from an antigen place. "